Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type accessory product ID: a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump. It was reported that the patient stated their ptm continued to fail. The patient clarified the ptm and handset were not connecting and was stuck on the connecting screen. The manufacturer's patient services specialist (pss) walked the patient through steps to enable location, close the myptm app and relaunch the myptm app. The patient was able to successfully connect to the pump and deliver the bolus. Additional information received from a consumer (con) reported their device was not working and they weren't sure if it was defective. Additional information received reported that the ¿ptm¿ was the device not working. The event had been resolved. The patient thought it was operator error; not knowledgeable in how to work the device properly. Per the patient, old small black device was so much simpler to operate and faster. Constant adjustment on placement in order to achieve bolus with new 2 piece set.